Event description:
Meter name: sure step. Strip name: sure step strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: has not been feeling well. A pt reported has been injecting the same amount of insulin for the last 2 days. Their meter allegedly would prompt battery display message. The last noted result was "0" in their meter. There was no comparison. Treatment-gave normal dose of insulin.